Event description:
It was reported that a few months prior to the report, trouble with programming was encountered. The patient¿s healthcare provider received some sort of error message halfway through telemetry, but they did not specify exactly what it was. Then ¿they did not seem to be working¿. New batteries were put in the programmer. Halfway through making a dose adjustment, another error message was displayed. The programmer was shut off and turned back on. They were then able to make the proper change to the dose. The patient was let go and they did not click on the logs. The logs said ¿stopped pump for 00¿. No symptoms were reported. The medication used within the system was baclofen. It was later reported that the patient came to the clinic on the same day of the report and telemetry confirmed the pump restarted with no issues. The patient was getting ¿status quo relief¿.

Manufacturer narrative:
Concomitant product: product ID 8840, serial# unknown, product type programmer, physician. (B)(4).